Event description:
It was reported that the patient received inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event. Additionally, alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Event description:
It was reported that the patient received inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event. Additionally, a lawsuit alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead. Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.